Event description:
It was reported that approximately 48 months after a left total knee replacement procedure, the patient underwent a revision procedure to address a femoral fracture adjacent to the total knee femoral implant. The posterior stabilized insert was worn more than expected and left femoral component was found to be loose. The patella component was also loose. Initial surgery and revision surgery operative notes were provided. The patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant and femoral fracture. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Concomitant devices: 2929924 02-010-01-0225 - logic femoral ps cem left sz 2.5 4049631 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t 4059176 200-02-32 - three peg patella 32mm the product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported in (B)(4). Cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect clinical codes.